Manufacturer narrative:
There was no device malfunction reported.

Event description:
The lens was explanted due to the anatomy of the pt's eye. The reporter stated there was no malfunction of the lens.